Event description:
A middle-aged female was undergoing right thyroid lobectomy, intraoperative nerve monitoring, and parathyroid autotransplantation. Surgeon dissected to the superior parathyroid. The op note states, "a white structure passed just anteriorly to the superior parathyroid and appeared to be a likely candidate for the recurrent laryngeal nerve. The nerve monitor probe was tested on an area adjacent to this structure and gave an appropriately negative signal. The putative nerve was then tested with a positive signal showing conduction through the recurrent laryngeal nerve. Dissection proceeded with ligation of multiple branches of the inferior thyroid artery. As dissection then continued along the previously identified recurrent laryngeal nerve, it became obvious that this structure was not in fact the recurrent nerve. The recurrent laryngeal nerve was then identified as it entered into the larynx. This was followed proximally to a point where it was clear that the nerve had been previously divided during ligation of inferior thyroid artery branches. At this time we again utilized the nerve monitor which continued to give a positive signal everywhere in the neck. This was tested on muscle, the jugular vein, the strap muscles, and even the external skin which all gave a positive signal as if it were recurrent laryngeal nerve. We therefore concluded that the monitoring device was giving an incorrect positive signal."